Event description:
Reportedly, a replacement performed on (B)(6). During the replacement, the impedances of the lv lead and coil were above 3000 ohms. After a few measurements, the lv impedance was fine, but the coil impedance remains above 3000 ohms. A follow up was held on (B)(6) on a different programmer, and the coil impedance remains above 3000 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the provided files revealed : since the crtd replacement, the rv coil is > 3000 ohms, and the rv lead impedance is increasing. Elements described above cannot exclude a rv lead issue. Therefore, defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked.

Manufacturer narrative:
Correction of UDI (g3) please refer to the attached report analysis of the provided files revealed dated 07 and 15 october 2024 : since the crtd replacement, the rv coil is > 3000 ohms, and the rv lead impedance is increasing. Elements described above cannot exclude a rv lead issue. Therefore, defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked. If the device or lead is explanted, it should be returned to microport crm for analysis. If new pertinent information (e.g. Reintervention, device/lead explantation) are available, the complaint will be reopened.

Event description:
Reportedly, a replacement performed on october 3rd. During the replacement, the impedances of the lv lead and coil were above 3000 ohms. After a few measurements, the lv impedance was fine, but the coil impedance remains above 3000 ohms. A follow up was held on october 7th, on a different programmer, and the coil impedance remains above 3000 ohms.

Event description:
Reportedly, a replacement performed on october 3rd. During the replacement, the impedances of the lv lead and coil were above 3000 ohms. After a few measurements, the lv impedance was fine, but the coil impedance remains above 3000 ohms. A follow up was held on october 7th, on a different programmer, and the coil impedance remains above 3000 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the provided files revealed: since the crtd replacement, the rv coil is > 3000 ohms, and the rv lead impedance is increasing. Elements described above cannot exclude a rv lead issue. Therefore, defibrillation system cannot be guaranteed, the defibrillation system/ventricular lead should be checked.